Manufacturer narrative:
During testing, the device did not remain powered on with battery power when the ac power cord was unplugged. An investigation was opened to address the issue of gemstar device powering off unexpectedly which may result to inadequate response time. The probable cause mya be due to contamination on the positive battery contact due to fluid spillage during use of the device in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device will not power on with the ac adapter. This does not indicate a reportable malfunction. However, during verification testing at the service center the device powered off when disconnected from ac power with an inadequate response time.